Manufacturer narrative:
Continuation of d10: concomitant products information references the main component of the system. Other relevant device(s) are: product ID: 9735944,: a medtronic representative went to the site to test the equipment. Testing revealed that the power cord was replaced. The navigation system then passed the system checkout and was found to be fully functional. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during setup of the equipment prior to the start of the surgery, the system shut down. The operating room (or) staff found a good position of the cable to have the electrical continuity, and the surgery was performed as expected. There was no visible external damage of the power cable, but there was bad electrical continuity at the entry of the main cart. The power cable may have had passed below the wheels creating tension at the entry of the main cart creating a fracture of the cable inside the shielding. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.